Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the lv lead dislodged and would not stay in the desired targeted position. The lv leas was not used and a different lv lead was implanted during the procedure. No patient complications have been reported as a result of this event.